Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The fuses were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: product ID: bi71000522. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the mobile view station (mvs) was beeping and the batter was not charging. After a hard shut down, the system will not power on. The power outlet was functional.